Event description:
It was reported that the ventilator generated several technical error codes indicating a software error, turbine module communication error, ambient air temperature sensor range error, air humidity (rh) sensor range error, ambient air temperature and humidity sensor error while it was in standby and thereafter after every turning on. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated several technical error codes indicating a software error, turbine module communication error, ambient air temperature sensor range error, air humidity (rh) sensor range error, ambient air temperature and humidity sensor error while it was in standby and thereafter after every turning on. The evaluation of the provided logs confirms the reported errors. Our field service engineer investigated the ventilator on site and was able to duplicate the reported errors. During ventilation, software error was active and the ventilation stopped. The control printed circuit board (pcb) was replaced and sent for further investigation. The visual inspection of the returned control pcb did not show any anomalies. The returned control pcb was installed in the reference ventilator for simulated use testing. The pre-use check fails and the difference between air supply pressure mon and air supply pressure bre indicates an error with the control pcb. The communication error message was generated, indicating a problem with the control pcb, and the ventilation disabled alarm was also generated. Electrical measurements was performed without finding the actual error. The cause to he reported issue is due to a hardware problem with the returned breathing control pcb. The defective component has not been identified, the issue is considered to be a random component failure.

Event description:
Manufacturers ref: # (B)(4).